Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: there was no evidence of short battery life observed in the pump history. The battery voltages in the black box were within normal specifications. The battery compartment was cracked. A test battery cap was able to attach to the pump and power it on. The pump's current draws were within the required specification. There was evidence of moisture found on the internal components of the pump.